Event description:
Medtronic received information that dial mis-alignment occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: grey. Battery life remaining: n/a. Per visual inspection: dose detent bond and flex connector solder joints broken off, exposed electronic assembly. Cap no longer stays attached, dose dial numbers are faded and dose window is missing. The alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. Customer reports: dose dial is misaligned and dose dial is slipping. Inpen received physically damaged. Inpen leadscrew was received fully retracted. Dose detent bond and flex connector solder joints was broken cleanly. Unable to pair/perform functional test on inpen due to physical damage. In conclusion: inpen does have the entire electronic sliding out of the dose knob due to broken off solder joints. Therefore, customer complaint of dose dial being misaligned and slipping was not confirmed. However, other physical damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.